Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: it was said that zippers for the doorway on the long side of the cubby bed were separating and that the teeth of the zippers were messed up [sic] preventing the zipper from functioning properly [sic].

Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.